Manufacturer narrative:
Device manufacture date was unk as no lot number was provided. The device was single use and not returned to the MFR site.

Manufacturer narrative:
Lot number provision.

Event description:
A medtronic rep received an email from a surgeon who reported a problem with the o-arm drape tearing. The doctor alleged that this type of malfunction puts pts at risk for infection by a breach of the sterile field, and causes up to a 20 min delay in surgery. The surgeon opted to continue the surgery using the o-arm. There was no impact on the pt outcome.